Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the customer found the tip of the dilator damaged inside the packing. Visual inspection identified the dilator tip was folded, creased and had hangnail damage.